Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn1333 showed one other similar product complaints from this lot number. Device not returned at this time.

Event description:
It was reported that after treatment, the groshong PICC was removed. When removed the nurse noted a 4 centimeter hole in the catheter allegedly created from the connector. It was stated the PICC functioned properly while implanted. No patient injury reported.